Event description:
The certified registered nurse anesthetist (crna) was drawing blood from a patient. The crna was recapping the needle using the scoop maneuver. She clicked the cap on all the way and the needle came out through the side of the cap and stuck her finger. She noticed there was a crack in the side of the cap. We have not had any reported similar problems with this device.